Manufacturer narrative:
Analysis received the unit with blank display due to problem isolated to lcd board. There was no unexpected backlight noted when monitoring pump or when buttons were pressed. There was no moisture damage found on the electronic and motor assemblies. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 202 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.